Manufacturer narrative:
The investigation found corrosion on the pcb, batteries and commutator cap which resulted in low batteries and data loss. Due to the data loss the reported hazard alarm could not be confirmed. The investigation found a tear in the internal portion of the soft cannula, which resulted in a fluid leak. The internal cannula tear can be confirmed as the cause of the corrosion and data loss. It could not be determined if the internal cannula tear and subsequent corrosion is linked to the reported hazard alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to around 400 mg/dl while wearing the pod between 4 and 24 hours. While the patient was sleeping, the pod generated a hazard alarm during operation. The device investigation observed a damage to the internal portion of the pod's cannula and fluid leakage during testing.

Manufacturer narrative:
The observed internal cannula tear is related to action #98586. Investigation of the returned device found a tear in the internal portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required.